Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that a patient was having pain at implant site about 2 years ago. Doctor moved implant from the back to the front. Caller states patient is still having pain at the implant site in the back. Patient stated he has had pain before moving the ins and after the ins was moved. Caller stated doctor took out scar tissue. Patient stated he also has had a hip replacement done about 3 years ago and then again 2 years ago. Patient can't remember who removed the scar tissue. About a month ago the patient starting feeling ¿a sharp like needle¿ pain in back at old implant site. No further complications have been reported. No additional patient symptoms have been reported.

Manufacturer narrative:
Initial reporter in section e has been updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the sharp, stabbing pain only occurred once on (B)(6) 2017. However, the patient was experiencing a constant pain daily on the original site where the unit was. The patient stated that there was no pain in the current implant site, which was the lower right side of their stomach. It was noted that no steps were taken to resolve the issue as it had not occurred again. The patient mentioned that they had an appointment scheduled with their healthcare provider (hcp) to address the pain from the original right hip installation sites. The patient reported that this pain would increase with increased activity throughout the day. It was also reported that the patient could feel a lumpy mass in that area. No further complications were reported or anticipated.